Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot # 0cpeg05a for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
An advocate from (B)(6) called on behalf of the customer to report that they obtained a blood glucose reading of 286 mg/dl at 3:00 p.m. On the contour next one meter. Based on this reading, the advocate applied insulin to the customer and she started experiencing symptoms of hypoglycemia such as dizziness and sweating. At 6:20 p.m., the advocate performed a testing with a non-ascensia meter and obtained a reading of 70 mg/dl, while the reading on the contour next one meter was 244 mg/dl. The advocate gave honey and sugar water to the customer and she recovered well. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.